Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead exhibited insulation twisting and visible insulation damage. The rv lead was not used and replaced during the procedure. The patient was in stable condition.